Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information provided: "customer is complaining a defective sterile packaging/peel off. The outer packaging/box was intact. No surgical delay, no adverse patient consequences. Surgery was completed without issues as another product was available". The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection revealed the following conditions on the device/packaging surface: 1) the outer box had signs of opening; 2) the plastic lid was found ripped off; 3) the bottom surface of the outer blister was found broken; 4) the tyvek top was found sealed and 5) the implant was returned un-used and inside the damaged packaging. The manufacturing investigation performed revealed the outer blister of the complaint product damaged and the patient label on tyvek lid peeled off. Additionally, the device process were reviewed, including the 100% check of the "clean room pack" and "box &label" operations. These operation inspections revealed a 100% check for the cosmetic sealing quality of the packaging and the sterile barrier system (clean room pack) as specified, resulting in all the products to ¿pass¿. Above all, it is determined that the manufacturing process did not contribute to the defect of this complaint. Without concrete evidence or further information, it is not possible to determine a root cause. However, consideration must be given to all other potential influences, including the possibility of external factors such as handling, transport, storage or other conditions outside of depuy synthes control. A manufacturing record evaluation was performed for the finished device d25051546 lot number, and no non-conformances nor manufacturing irregularities were identified. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the corail cem stem std s12 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: 1) ordered quantity: 20pcs. 2) date of manufacture: 14-may-2025. 3) any anomalies or deviations identified in DHR: no nonconformities were identified. 4) expiry date: 30-apr-2030. 5) IFU reference: e-IFU, IFU-78410386. A manufacturing record evaluation was performed for the finished device d25051546 lot number, and no non-conformances nor manufacturing irregularities were identified. Device history review: a manufacturing record evaluation was performed for the finished device d25051546 lot number, and no non-conformances nor manufacturing irregularities were identified. Added: d4 (lot, expiration date), h4. Corrected: d4 (primary UDI number), h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint recon described in this report. H11 additional narrative: added: d9. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Event description:
It was reported that there was a defective sterile packaging/peel off. The outer packaging/box was intact. There was no surgical delay or adverse patient consequences. Surgery was completed without issues as another product was available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as a valid lot number for the device involved in the event was not provided, the full UDI is currently not available.